Event description:
The doctor reported "darkening beginning at the cervical margin eventually spreading to the middle one-third of the crown". The case involved six crowns that were cemeted approximately one year ago. The doctor reported that after cutting off the crowns he observed cement both in the crown and on the prepared surface. He stated "the cement on both was black, some soft and some hard/flakey". This case resulted in six crowns being replaced.